Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. An x-ray was performed with no device issues identified. The patient¿s physician noted that the patient¿s pain was vertebrogenic and the patient was considering an intracept procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was additionally reported that during the patient¿s trial period, the patient reported pain relief for 2 days and opted to proceed with permanent implantation of evoke scs system.